Event description:
It was reported to boston scientific corporation that the advantage transvaginal mid-urethral sling system was implanted during a tvt procedure. According to the physician, the patient was not seen for a year post-implantation and had no issues or complications during that time. Sometime in 2007, the patient presented with continued stress urinary incontinence and one or two bladder infections. The physician does not know whether the advantage device contributed to either of these complications. The physician has no knowledge of any pain or disability, and was unaware that the patient had expired. He does not know the cause of death, but opined that it was not related to the advantage device. All other information is reportedly unavailable.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, the patient suffered pain, disability, and has passed away as a result of the implantation of the product. The patient expired on (B)(6) 2011. All other information is unknown.